Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and insulin pump had an error in the hardware low level failures. The customer¿s low blood glucose was 49 mg/dl and customer's high blood glucose level was 290 mg/dl then 300 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. Customer was using insulin pump system within 48 hours of reported low and high blood glucose event. Customer reported that they performed high pressure test and test was passed. Customer treated with manual injection, insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.